Event description:
Test was performed with a specimen collected from 2 month pregnant woman and the result was negative. No additional information available.

Manufacturer narrative:
Customer service is in process of obtaining additional information. When lot number is available, retention sample testing will be performed.